Event description:
It was reported that during a stenting procedure, a guide wire fracture occurred. The target lesion was located in the left leg. A 6x200 non-bsc stent was advanced; however, as they were trying to get the stent over the 300cm, 8cm v-18 control wire guide wire, the stent would not go far enough into the superficial femoral artery. They went to pull out the v18 out of the stent and it "sheared off /broke off the stent". The stent was removed out of the patient's body. The procedure was completed with another v18 guide wire and a different stent. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a stenting procedure, a guide wire fracture occurred. The target lesion was located in the left leg. A 6x200 non-bsc stent was advanced; however, as they were trying to get the stent over the 300cm, 8cm v-18 control wire guide wire, the stent would not go far enough into the superficial femoral artery. They went to pull out the v18 out of the stent and it "sheared off /broke off the stent". The stent was removed out of the patient's body. The procedure was completed with another v18 guide wire and a different stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: after visual inspection before decontamination process, device presents the distal tip damaged exposing the core wire. The visual inspection was performed and the device presents distal tip damaged (fractured and the corewire peeled, also the body is kinked along the body).all the external outer diameter measurements were taken and all of them met specifications. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) returned the following results: sample 1 presented evidence of cyclic bending with a final tension overload as the cause of wire failure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).